Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-00229 for a description of the second event. A hydratome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male patient (weight unknown) in 2008. According to the complainant, "during the procedure, the cutting wire on the sphincterotome came off..."the physician continued the procedure with a second hydratome rx sphincterotome.

Manufacturer narrative:
Device code: not labeled. A visual exam of the returned device confirmed that the exposed cutting wire and anchor notch appears blackened, and had separated from the extrusion. The distal end of the extrusion appeared melted and discolored (see fig 1, pg 3). This indicated that excessive electrical current flowed through the device. The cause of the excessive electrical current is unk, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope, which resulted in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the complaint database identified two add'l similar complaints for this lot, from the same customer. The device history record for this lot was reviewed; no anomalies were noted. The january 2008 15-mo jagtome sphincterotome prod family trend report, inclusive of all failure modes, was reviewed; and a negative trend has been observed; therefore, an investigation has been initiated. The hydratome rx sphincterotome prod family is included in the same trend report as the jagtome prod family.